Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "inadequate component (pump) selection inadequate system design or inadequate component (pump and relief valve) selection". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the purewick urine collection system product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the constant suction of purewick urine collection system and placement of the purewick female external catheter caused the patient some discomfort when they used in the hospital. No medical intervention was reported. Per follow up via phone (B)(6) 2021, customer stated that patient only used the purewick in the hospital, but experienced soreness forms the wick being in place all day and night. It was also stated nurse applied a cream to sooth the soreness but was not aware of what kind of cream and patient did not use the purewick other than while they were in the hospital.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the constant suction of purewick urine collection system and placement of the purewick female external catheter caused the patient some discomfort when they used in the hospital. No medical intervention was reported.